Event description:
Removal of endosseous dental implant. Five implants were placed in class ii bone on 9/17/96 during a routine procedure. The implant in site #28 was found to be mobile and was removed on 9/24/96. The clinician reports that another implant will be placed in the site after bone healing. The other implants are stable.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure was published in the scientific literature.